Manufacturer narrative:
Other, other text: additional information h.6: added methods, results, and conclusion codes. Additional information h.10: device evaluation - one tracheostomy tube was received for evaluation in relation to the reported event. Visual inspection was able to confirm the reported event. Under visual inspection it was noticed that inflation line was detached from pilot balloon. Root cause was unable to be determined due to the nature of the reported event. A DHR review was unable to be performed as no lot information was provided.

Event description:
It was reported that three days after the customer started to use the product, a pressure alarm of the artificial respirator went off. Also, the pilot balloon was found detached from the inflation line. No patient injury.